Event description:
While soliciting product performance feedback from a pt, the device MFR learned the pt had gone to the emergency room (ER) for burning on urination four days after spanner insertion. The pt was given antibiotics for a urinary track infection; the spanner stent was not removed. The pt stated he was feeling better by the next morning. He contacted the nurse at the physician's office to notify them, they stated that this was fine and that he didn't need to come in for any special follow-up. The spanner stent was inserted on (B)(6) 2009. Indication for use was urinary retention. Device removal date is unk but the physician stated the stent was removed as schedule with no untoward adverse effects.

Manufacturer narrative:
The device was not returned for analysis. Method - not applicable (actual device were not evaluated). Conclusions - device not returned - no eval will be performed.